Event description:
Additional information received per the medical records indicate that the patient has a history of chest pain, shortness of breath, hypertension, hyperlipidemia, chronic obstructive pulmonary family history, tobacco abuse, cerebrovascular accident and abnormal computed tomography angiography (cta). One year and four months prior to the index procedure, the patient experienced chest pain and a history of a right sided cerebrovascular accident (cva) with left sided weakness. The day before the procedure the patient had a computed tomographic angiogram that was markedly abnormal. The day of the index procedure the patient also had a left heart catheterization with selective coronary angiography and left ventriculography, percutaneous transluminal coronary angioplasty one bare metal stent placement of right coronary artery, from the right common femoral arterial approach. The filter was deployed via the patient's right femoral vein using the percutaneous single-wall technique. The device was placed at the l3 level. Additional information received per the patient profile form (ppf) states that the patient experienced tilt, migration of entire filter other than to heart and the device unable to be retrieved. These events have caused emotional distress, mental anguish, anxiety and stress. The patient became aware of the reported events approximately seven years and four months after the index procedure. A computed tomography (CT) scan performed of the patient's filter reported tilt and migration of the filter. The form states that the device was unable to be retrieved, but no documentation of any attempt to remove the device was provided. The patient further asserts she was advised against removal due to the length of time the filter had been implanted.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, a4, b2, b3, b4, b5, b6, b7, d1, d4, d11, g3, g4, g7, h1, h2, h4 and h6. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt and migration of the filter. The patient reported becoming aware of filter tilt and migration, as reported in a computed tomography (CT) scan, approximately seven years and four months post implant. The patient also reported that these events have cause anxiety. The patient was also advised against removal of the device due to the length of time the filter has been implanted. According to the medical records the patient has a history of chest pain, shortness of breath, hypertension, hyperlipidemia, chronic obstructive pulmonary disease, tobacco abuse, cerebrovascular accident and an abnormal computed tomography angiogram. The patient was referred to a cardiologist due to chest pain and a right sided cerebrovascular accident (cva) with left sided weakness that occurred approximately one year and four months prior to the filter implant. The day before the procedure the patient had a computed tomography angiogram that was markedly abnormal. The filter was placed via the right common femoral vein and deployed at the level of l3. This was followed by a left heart cardiac catheterization in which 3.5mm x 28 mm bare metal stent was implanted in the right coronary artery. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and migration could not be confirmed, nor a cause determined. Ivc filter tilt has been associated with practitioner technique, the anatomy of the vessel, specifically asymmetry and tortuosity. Ivc filter migration is a known potential adverse event associated ivc filters and is listed in the IFU as such. Possible causes for migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the limited information available for review to suggest a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt and migration of the filter. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and migration could not be confirmed, nor a cause determined. Ivc filter tilt has been associated with practitioner technique, the anatomy of the vessel, specifically asymmetry and tortuosity. Ivc filter migration is a known potential adverse event associated ivc filters and is listed in the IFU as such. Possible causes for migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. There is nothing in the limited information available for review to suggest a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and migration of the filter. As a direct and proximate result of these malfunctions, the patient suffered life threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.